Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The nitrex wire was advanced down a tight anterior tibial. While it was advanced it coiled on itself. When the physician removed the nitrex wire, the distal tip broke off. The physician felt that it was not in true lumen and did not interfere with flow.investigation of the returned device on (B)(6) 2014 found the gold coil segment distal of the fracture is missing.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.